Manufacturer narrative:
Date of report: 05jun2019, date rec¿d by MFR:04jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen did not work issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. (B)(4). No phone number provided.a follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reports touchscreen not working. There was no patient involvement. Event date not specified, estimate used.